Event description:
It was reported that the patient felt pain at the site of the device implant and no arrhythmias were observed. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.